Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged during a mitral valve replacement surgery. It was further reported that the lv lead was not functioning, the patient was asymptomatic, and will continue to be monitored. No intervention has been performed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.